Event description:
It was reported that after completing the procedure and upon deflation, the catheter balloon could not be withdrawn through a 6fr introducer sheath. The balloon and introducer were removed as a single unit with no further complications reported.